Event description:
It was reported that an error code was generated by the programmer. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed that system errors had occurred in the past and that the cooling fan was a little noisy.